Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) analysed the system remotely and confirmed the reported problem. The philips field service engineer (fse) visited onsite and imaging process board in another case and detector and motor linear drive in another case, but issue did not resolve. To resolve the issue, fse replaced fire board and uploaded software to board and return the parts for further analysis, but no failure confirmed. After replacing the ipb, detector, motor linear drive and fire board, the system returned to full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.